Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device was not returned to maquet cardiac surgery for investigation; however a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire as well as on the intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and bent away from the hot jaw from the center of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed in the photograph. Based on the non-return of the device and the photographic evaluation, the reported failure "material twisted/bent wire" was confirmed. The lot # 3000312123 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 kit was opened and assembled and it was noticed the jaws are separated. Per the picture provided, the heater wire is separated from the jaws. Decision was made not to use on patient. Hence they opened a second pack. Delay to open and assemble a new system. No harm.